Manufacturer narrative:
Date of event: date of event was approximated to 12/01/2023 as no event date was reported. Initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter shaft broke. An expo guide catheter was selected for use. During the procedure, the end piece is breaking loose. No patient complications were reported.